Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the distal bile duct during a bile duct metallic stent placement procedure performed on (B)(6) 2022. During the procedure, a metallic stent was placed, when the guidewire was dropped into duodenum through the skin, the stenosis was severe, so the balloon dilation was performed. However, the balloon burst at 12 atm before it could be fully inflated. The bile duct was unable to be dilated, but the stent delivery went smoothly, the procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned hurricane rx dilatation balloon was analyzed and a visual and microscopic examination found that the balloon was torn longitudinally. No damages were found on the catheter of the device. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to be torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the distal bile duct during a bile duct metallic stent placement procedure performed on (B)(6) 2022. During the procedure, a metallic stent was placed, when the guidewire was dropped into duodenum through the skin, the stenosis was severe, so the balloon dilation was performed. However, the balloon burst at 12 atm before it could be fully inflated. The bile duct was unable to be dilated, but the stent delivery went smoothly, the procedure had already been completed with the original device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.